Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b2, d6a (2017; month and day unknown), d10, e2, e3, h6: clinical code, h6 component code. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's knee will be revised. Patient stated that he has a failed knee replacement.

Manufacturer narrative:
D10 concomitants: (B)(6) 02-010-03-0240 - logic cr femoral cem, left, sz 4. (B)(6) 02-012-45-4040 - lgc tibial fit tray cem sz 4f / 4t. (B)(6) 02-012-47-4013 - logic cr tib insert std, sz 4, 13mm. (B)(6) 200-02-38 - three peg patella 38mm. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.